Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient experienced a loss of osseointegration. The device was explanted on (B)(6) 2011. During explantation, it was discovered that the area around the implant site was infected. The patient was reimplanted with another device on (B)(6) 2011.